Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to not reuse disposable supplies when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused the minicap for pd therapy. On the same day as onset, the patient began treatment with (injection) inj. Vancomycin, 2 grams; fortum, 1 gram; tobramycin, 40 mgs. And heparin, 25000 iu (frequencies and routes were not reported). One week after peritonitis onset, the patient was hospitalized for the event. Eleven days after onset, the patient's pd catheter was removed because the patient was not recovering from the peritonitis. On the same day, the patient stopped taking antibiotic therapy and the patient began treatment for the peritonitis with intravenous injection zosyn (dose and frequency were not reported) for 14 days. At the time of this report, treatment with zosyn and dianeal therapy were both ongoing, the patient remained hospitalized, the peritonitis was not resolved, and the patient was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.